Manufacturer narrative:
The event occurred during a new installation of the device. During installation it was noted that the foot pedal was sticking and discharging unintended laser energy. Upon evaluation it was determined that there was no issue with the foot pedal and that it was operating as intended. No patient injury was involved, and no other issues was reported. The device history record confirms that the product passed and met all requirements before releasing. Due to the installer reporting an unintended discharge of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the vectus released an unintended radiation occurrence due to the foot pedal sticking.